Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Please refer to the report under patient identifier 571969 for the investigation into the green reload and stapler tissue push event. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure was performed by a technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no complaints reported. No errors were observed during this procedure. As a result of this review, the tse did not recommend a field service engineer (fse) visit the site to perform system verification testing. A medical review was performed by an isi medical safety officer and the following information was provided: "based on the information in the summary of events above, this patient underwent a sleeve gastrectomy and a duodenal switch procedure where a stapler tissue pushout issue occurred during the sleeve gastrectomy portion of the operation. That issue was reportedly rectified by circumnavigating around that area and the operation continued. No other untoward events have been reported for the remainder of the operation. The patient came back 6 days later with sepsis and was emergently re-explored. The area along the stomach and sleeve gastrectomy where the tissue pushout occurred was examined by the surgeon and thought to still be intact. However, a leak was discovered at a different location, at the site of the duodenum. The location and potential cause of the leak was not reported. Bleeding also occurred during the re-exploration and the details of this additional event was not reported by the surgeon. Based on the information in the summary of events, there is insufficient information to determine how any isi products may or may not have contributed to this catastrophic event." A failure analysis engineer reviewed the stapler logs for the first sureform 60 stapler instrument used during this procedure: "logs show part number 480460-09, lot number l93220531-0172 was installed 4 times and fired 4 reloads (3 black, followed by 1 green). For the first 3 installs, all clamping and firing were complete per the logs with no pauses for compression. On the 4th install (green reload) there were two completed clamps, then an incomplete fire. The firing failed at ~95% after around 70 seconds, with max torque shown as 2-3x normal. There were no stapler related errors in the msc logs." The failure analysis engineer performed a stapler log review for the second stapler used during this procedure: "logs show part number 480460-09, lot number l10220805-0038, was installed on the system 7 times and fired 7 reloads (5 green, followed by 2 blue). There were no incomplete clamping or firing failures for this instrument. There were no pauses for compression. On the 3rd and 4th installs, there were multiple completed clamps and completed unclamps prior to firing. There were no errors in the logs for this instrument." This event is being reported due to the following conclusion: it was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient returned to the hospital with sepsis and expired. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient returned to the hospital with sepsis and expired. During the procedure, a sureform 60 stapler instrument pushed the target stomach tissue. The surgeon used an ethicon staple line reinforcement and then fired an unknown colored reload with the sureform 60 stapler instrument on stomach tissue while creating the sleeve. The surgeon clarified that only one reload pushed tissue, and the surgeon thought it was a green reload, but was uncertain. The surgeon said this staple line fire pushed the stomach tissue instead of cutting it. The surgeon said they think this event occurred because they were firing across the ethicon staple line reinforcement and previous staple lines. The surgeon used another sureform 60 reload to fire around the pushed tissue. The surgeon said there was enough tissue to staple around the pushed tissue. The surgeon reported that they do not believe this tissue push event was related to the patient¿s return to the hospital and ultimate death. The surgeon reported that the patient returned to the hospital six days post-operation, with abdominal pain and sepsis. The patient was taken to surgery to identify the problem and add a drain. When the patient was intubated, they coded. CPR was administered and an arterial bleed occurred. The surgeon said the patient did not resuscitate well and expired from cardiac arrest. While the surgeon was exploring for the leak, she started by examining the da vinci staple lines; the surgeon said they all looked in good condition with no issues found. The surgeon found a duodenal leak and does not know why it occurred.